Event description:
It was reported that device volume measured too high (21.6ml) during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Visual inspection revealed a peeling downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, scratched lcd lens, and cracked battery door. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The most probably cause was determined to be the expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.